Event description:
It was reported, before use, during the preparation/insertion of the device, felt some irregularities specifically at the 7-8cm mark. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause could not be determined. One 4fr single lumen powerpicc solo was returned for evaluation. No obvious evidence of use was observed on the returned sample. A tactile evaluation was performed, during which the irregularity between the 7 and 8 cm depth markings was physically detected. The area felt slightly raised and rough to the touch. A microscopic observation revealed a small irregularity with a rough surface and what appears to be abrasive damage. The catheter may have been damaged during handling, storage, or use; however, the exact root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.